Manufacturer narrative:
D4. Medical device lot # 23129221. D4. Medical device lot # 24039216. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim: both units leaking at the distal end of filter connection to distal tubing.

Event description:
Material # mz9270 batch # 23129221, 24039216 it was reported by customer that both units leaking at the distal end of filter connection to distal tubing. Verbatim: rcc received a complaint via email. Email(s) attached both units leaking at the distal end of filter connection to distal tubing. Product number - mz9270 lot number - (10)23129221, (10)24039216.

Manufacturer narrative:
The customer reported leaking at filter and distal tubing, and returned 1 sample of material mz9270, lot 24039216. The sample was infused with water, and the leakage was confirmed from the male luer side of filter. The leakage is coming from the tubing connection to filter.the manufacturing site is working on the root cause through a funded project to ensure that the risk of recurrence for the issue is addressed. A quality alert was generated (B)(6) 2024 to communicate the failure and reinforce the correct method of joining the components (tubing/pediatric filter). This a high priority issue for bd quality.